Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. It was reported that the insulin pump buttons were hard to push. No keypad anomaly troubleshooting was performed. The insulin pump is being replaced and is not expected to return for analysis.